Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved, resulting in the patient's decision to become a non-user rather than to undergo an explantation/reimplantation. The implanted device remains.